Manufacturer narrative:
The device was returned and the evaluation found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air/water tube, air/water cylinder, distal end, and the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and photos taken during evaluation, could not identify the stain (foreign material) inside the light guide (lg)-lens. As the adhesion location of foreign material was not an external surface of the device, the foreign material could not be removed by reprocessing. The presumable cause: the lg-lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions used, subsequently, humidity invaded the lg-lens and caused corrosion. Additionally, the photo taken during evaluation confirmed the foreign material observed in the air/water (a/w) cylinder, channel, and distal end the foreign material may not have been removed due to the device was not reprocessed properly by the following the leakage occurred at the biopsy channel, s-cover, forceps elevator, and plug unit. The suggest event 1 is detectable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. The suggested events 2, 3,and 4 are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.